Manufacturer narrative:
The device was returned and evaluated. The front extrusion was mounted to seat and the evaluator was able to mount the seat to the trapeze bars. With this, the text of the complaint can not be substantiated.

Event description:
Provider alleges the front extrusion for the consumers unit came undone.

Manufacturer narrative:
The "dave of event" was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the front extrusion for the consumers unit came undone.